Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit (sulu). Functionally; since a sulu was not received a pmv representative sulu was used for functional evaluation. The representative sulu was loaded repeatedly without difficulty. The sulu and the instrument were applied to the test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
According to the reporter, occurred during an open hepatectomy. The stapler was unable to close. The jaws would simply not close on the tissue. The two halves would not join and lock into place at the hinge pin. The white flag interlock was engaged. Another stapler was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury. The sonicision dissector was replaced with multiple batteries and generators and the generator repeatedly turned red. The surgeon opened new dissector and assembled with original battery and generator, and new dissector worked fine.